Event description:
It was reported that one suture was noted to be frayed prior to use. Two other sutures frayed and broke while passing through the artificial vasculature. There was some surgical delay, but the specific amount of time was not reported. There was no adverse consequence to the patient.